Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the receiver showing the initializing screen without a manual restart. The root cause was determined to be a recessed battery connector due to an assembly error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient stated that when she was pressing the receiver buttons during device set up, the receiver would initialize. Patient did not report any injury or medical intervention.